Manufacturer narrative:
(B)(4). Additional information received: how was the pin placed automatically or /manually? Automatically. What confirmation was received that the device fully fired? Unk. Was the resection done one firing/ multiple firings? One firing. When was it noticed that the tissue not closed? After the surgeon removed from the tissue. Has the patient undergone radiation/ chemotherapy? Unk. Was the this a low resection? Yes. Has the patient been discharged home? Discharged. If so, how long was the patient hospitalized? Unk. How did the prolonged anesthesia impact the patient? No. Was the surgeon experienced? Yes. What the staple form? Please describe? Staples were all malformed. The analysis results showed that the device was received in good visual conditions and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a low rectal resection procedure, when the device was used on the rectum, most of the staples were malformed after the firing. The tissue could not be closed. Another device was used to complete the procedure. The patient was hospital for further observation. The procedure was delayed around half an hour.